Event description:
Fibro, chronic fatigue, thyroid nodules, breast nodules, calcifications, breast biopsied, all over pain, brain fog, postural orthostatic tachycardia syndrome, depression, anxiety, panic attacks, ddd of spine, scoliosis worsening, neck surgery, chest pain, fevers, intracranial hypertension. Have med records to prove. I can send u my records its all in there. Thyroid, hysterectomy. FDA safety report ID # (B)(4).